Manufacturer narrative:
(B)(6). This report is for two unknown 5 mm locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implant: unknown date (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes intramedullary (im) tibial nail 10mm x 315mm and unknown distal and proximal screws on an unknown date in (B)(6) 2016. On (B)(6) 2016, the patient was returned to the operating room for a revision surgery to remove the nail due to infection. Devices removed were one tibial nail, one end cap, and two 5.0 mm titanium locking screws. The device were all removed easily and intact. The nail and screws were successfully removed and the patient was revised and reimplanted with unknown synthes im nail and screws. The surgery was successfully completed and no adverse events were noted; the patient post-operative status was reported as stable. This report is for two unknown 5 mm locking screws. This is report 3 of 3 for (B)(4).